Event description:
A patient reported experiencing inaccurate erratic results with a one touch basic meter. In 2001, patient's blood glucose was 2.8 and 7.1 mmol/l. Tests were done 20 minutes apart. Patient did not experience any adverse events. No further information has been reported.